Manufacturer narrative:
The products were returned for investigation and the reported event could be confirmed. Plate # 1: the macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. Furthermore one bone screw was not turned into a fixing hole but at the outer contour of the plate causing strong damages with material bulging. Also the plate was strongly damaged / incised by medical instruments ¿ most likely by a plier. This led to a strong local strain hardening / embrittlement of the material and to formation of a secondary crack. In the IFU is documented under: general warnings and precautions that ¿ ¿scratching or damage to the component can significantly reduce the strength and fatigue resistance of the product¿. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Plate # 2: the macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem show on the fractured surfaces the appearance of a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Furthermore according to the event description the plates have been implanted in (B)(6) 2013 and the plates were found broken in (B)(6) 2014. As stated in the related instruction for use the bone usually heals within 6-10 weeks, which indicates that the bone must have healed around (B)(6) 2014. Therefore there is no indication that the plates did not fulfill their intended function. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that on (B)(6) 2013, primary surgery was performed. In (B)(6) 2014, two plates were found to be broken. These implants were extracted due to bone fusion in (B)(6) 2014.

Event description:
It was reported that on (B)(6) 2013, primary surgery was performed. In (B)(6) 2014, two plates were found to be broken. These implants were extracted due to bone fusion in (B)(6) 2014.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.